Event description:
Patient reported receiving a blood glucose result of 500 mg/dl, while using the suspect device. Based on this result, patient reportedly took two pills (type and dosage not provided). Patient stated that, shortly thereafter, they began experiencing symptoms of hypoglycemia. Patient reported that they were transported, by a family member, to the hospital where their blood glucose measured 30 mg/dl ( on hospital's blood glucose monitor). Patient stated that they were treated with an intravenous glucose solution, after which their blood glucose measured 130 mg/dl. Patient's current condition: fine. Quality control tests had not been performed on the suspect device. Technical support requested the return of the suspect product and replacement product was shipped.